Manufacturer narrative:
Other applicable components are: product ID: 9735799, serial/lot #: unknown, ubd: unknown, UDI# unknown. The manufacturing representative went to the site to investigate the related case regarding the battery and ups. The battery and ups failure were confirmed and the components were replaced. The system then functioned as intended and passed a system checkout prior to resolution of the issue being reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that, after replacing the battery and universal power supply (ups) for a different case, the manufacturing representative checked the self-test tool and found that the network information listed under software information stated that there was "no ip address detected" and "no mac address detected". In the navigation system configuration window, refreshing the networking information showed "error" for all entries, and trying to re-enter the networking information produced the error message "could not set network configuration on firewall: runtime error with ssh client: failed to get the session: no route to host". The self-test tool internal network status page showed a red "unavailable" status on the checkpoint firewall/router and wifi endpoint client, both with red ip addresses listed. Attempting to ping those ip addresses resulted in a "destination host unreachable" error. Troubleshooting was performed by reseating all of the cable connections to and from the router and rebooting the system. This resolved the issue. There was no patient involved at the time of the reported event.